Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right jugular vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation and stenosis. Patient notes and further alleges experiencing "swelling, shortness of breath, panic attacks, varicous [sic] veins, fatigue, stress, depression, hair loss, aches, chest pain, weight gain, lymphedema, anxiety, psychiatric" and limited physical activity. Per (B)(6) 2018 CT (computed tomography) abdomen: "there is an ivc filter seen at the inferior vena ava. The inferior vena cava appears small which could indicate hypovolemia or ivc stricture. The renal veins are difficult to assess because of the narrow inferior vena cava. The filter is seen placed below the level of the renal arteries. No retroperitoneal hematoma is seen". "Impression: there are collateral vessels in the retroperitoneum and small inferior vena cava suggesting ivc stricture". Per (B)(6) 2018 review of (B)(6) 2018 CT abdomen: "ivc filter struts are extending outside the lumen of the ivc in some locations more than 15mm beyond the lumen".

Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for alleged device perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, stenosis, swelling, dyspnea, panic attacks, varicose veins, fatigue, stress, depression, hair loss, aches, chest pain, weight gain, lymphedema, anxiety, "psychiatric", limited activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported swelling, dyspnea, panic attacks, varicose veins, fatigue, stress, depression, hair loss, aches, chest pain, weight gain, lymphedema, anxiety, "psychiatric", limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.